Manufacturer narrative:
(B)(4). The device was not returned as there were no reported device malfunctions. A device history record was researched for this lot number, the following information was obtained. Product was inspected per normal released inspection procedures. There was nothing in the DHR that would indicate the devices were released with any non-conformities that would have contributed to the complaint.

Event description:
On (B)(6) 2017, a male patient that previously underwent 2 catheter ablations and had a current condition of pericarditis occurring was having a minimally invasive totally thoracoscopic ablation procedure. An atricure mid1 dissector was being introduced under the right pulmonary veins when the surgeon perforated the posterior left atrium with the mid1. A sternotomy was performed with the bleeding controlled with a raytech sponge. The procedure could be completed with the full left atrial maze/laa occlusion. Procedure was prolonged two hours due to the conversion of the procedure from mis ablation to sternotomy and given a transfusion of an unknown amount. Patient is recovering well at this point, standard recovery post open heart surgery.